Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The calibration and qc were acceptable. The alarm trace showed an " abnormal aspiration" alarm. The investigation did not identify a product problem. The investigation did not identify a specific cause of the event.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative checked the main/gear pump pressures, cuvette rinse, and detergent volumes, which were all acceptable. He performed adjustments and verifications. He performed tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen.3 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 8.1%. The high result was questioned, and the sample was repeated. The sample was repeated on another module, and the result was 5.1%. The repeated result was believed to be correct as it was consistent with the patient's health and clinical history.